Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 492 mg/dl at the time of the incident. Patient's current blood glucose: 332 mg/dl. Customer stated that they got a couple no delivery alarms on pump last night. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). Customer treated for high blood glucose with manual injection. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Declined going further with high blood glucose troubleshoot. The insulin pump not will be returned for analysis.